Event description:
The customer contacted baxter's technical service center regarding the home choice (hc) being in drain 4 of 4 with no fluid left for the last fill. The home patient (hp) drained 4031ml. The fill volume was set to 2000ml, the last fill volume was set to 2000ml. Therefore, this event meets increased intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). The hp would finish with manual supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the nurse on (B)(6) 2012 in regards to an overfill. The nurse stated that the home patient did not develop any adverse reactions or require any medical intervention. The nurse stated the home patient is currently performing therapy without any complications.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was use error from the tidal total ultrafiltration (uf) removal being set too low. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.